Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a cardiac procedure was continued when the issue happened, and the procedure was completed with wireless foot pedal. A philips field service engineer (fse) examined the system onsite and confirmed that wired foot switch intermittently fails to emit x-rays. Upon troubleshooting fse found there was an rx fault problem caused by cable pedal due to mechanical problem in the wired footswitch. The cause of the defective wired footswitch failure could be determined by the supplier's part analysis that 2 anti-slips were missing, and bottom mounting plate screws were missing. To resolve the issue, fse replaced the wired footswitch. After replacing the wired footswitch, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless foot switch intermittently fails to emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.